Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4)

Event description:
(B)(4)

Event description:
It was reported from clinical that the attached sae case report forms states that the sae may be device related. The patient had an acdf at c5-6 as part of the pro-disc c study on (B)(6) 2003. Her symptoms for that went from a 10 to a 1, but then gradually went up to an 8. In (B)(6) of 2010 she had an artificial prestige disc placed at c4-5. Her symptoms went back to a 1. One week ago, the patient noticed some numbness and tingling in her right hand which seems to wake her up at night. There are some symptoms on the left, but mostly on the right. Carpal tunnel syndrome suspected. See attached sae case report.

Manufacturer narrative:
Device was used for treatment. Exact part number could not be identified. Device is not distributed in the united states, but is similar to device marketed in the USA. The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed.